Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient's primary controller was exchanged on (B)(6) 2021 due to defective controller cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was confirmed via analysis of the submitted photo. Visual inspection of the submitted photo revealed that the strain relief on connector side of the black power cable was broken. Additional information provided stated that the system controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13nov2015. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.